Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was in overdischarge. The rep attempted a physician mode recharge (pmr) but the issue was not resolved at the time of the report. The rep noted that the patient had poor memory, lives in a facility, does not remember to recharge the ins, and had no regular help to recharge the ins. The patient was moving the first week in june so the rep said they would follow up once the patient gets an established pain management physician. The rep noted that the patient did not want a rechargeable battery. Additional information was received from the rep reporting that the patient did not want to complete a pmr, the ins was not able to be brought out of overdischarge and no further steps would be taken in the future to resolve the overdischarge. No further complications were reported.